Event description:
During incoming inspection, the distributor rejected this device, 0033120, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received three of 0033120 in original packaging. Lot number was verified. Performed a visual inspection of the devices, there were no obvious signs of a breach. Performed a functional inspection, the devices were dye leak tested per tm-10-217 rev. F which indicated that one of the packages had an insufficient heat seal. The two other packages had sufficient heat seals. Root cause cannot be determined, however, based upon the manufacturing process review; a possible cause of this event could be a breach by the tip of the device during transportation or storage. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.